Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The caller states that the front rigging pads have pulled through the mounting piece with the screws still attached to the padding. The caller has no further information to provide.